Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A theatre manager reported that the system experienced aspiration issues shortly after the start of an intraocular lens (iol) implant surgery. The lens was manually removed and there were some difficulties extracting it. The surgery was prolonged, but the procedure was successfully completed with no patient harm. Additional information has been requested but not received to date.